Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of high blood glucose levels of 400 mg/dl and low blood glucose levels of 20's mg/dl corrected later to 40's mg/dl. The customer states when he wears it in his arm, and when he takes it out, it doesn't look blocked. The customer does not want to troubleshoot. The product was not returned for analysis.